Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed with low readings.

Event description:
It was reported that the customer sensor readings were off from her blood glucose. She received a reading of 44 mg/dl while her blood glucose was 312 mg/dl. The customer also received calibration error and change sensor alerts. She stated the cannula on the previous sensor looked bent. Customer also stated she may have suspended it during the night. Calibration and insertion techniques were discussed. Nothing further reported.